Event description:
Reporter states that the patient experienced pain and swelling. X-rays revealed a metallic particle. It is the surgeon's belief that this may be caused by metal-to-metal contact. The product is still implanted in the patient.